Event description:
On (B)(6) 2012 the patient contacted animas alleging that the previous week he had experienced a blood (bg) glucose of 555mg/dl. The patient stated that his lowest bg in the past week has been 209mg/dl. There were no reported signs or symptoms of hyperglycemia. The patient stated that his healthcare provider (hcp) does not want him to bolus because of the type of insulin he is using in the pump. The patient is using a concentrated insulin that has not been approved for use with animas insulin pumps. The patient stated that he had bolused with no improvement. He stated that on (B)(6) 2012 he bolused only 1.75 units, but that on (B)(6) 2012 he bolused 30 units. The patient does not have a plan for dealing with elevated bgs. The patient also started that he additional had taken a 2 unit injection with no improvement. A review of the pump history indicated the patient had bolused on (B)(6) 2012. The patient noted that his hcp told him not to bolus anymore due to the type of insulin he is using in the pump. There was no evidence of a site/set issue. There was no indication of a pump malfunction found on troubleshooting. The patient was advised to contact his hcp to obtain a plan for handling bg elevations if the hcp does not want the patient to bolus via the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia with misuse of the pump as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.